Manufacturer narrative:
The patient was born on an unreported date in 1968. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). Sixteen days after peritonitis onset, antibiotic treatment was discontinued. On an unreported date(s), dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not yet recovered from the peritonitis event. No additional information is available.